Manufacturer narrative:
No additional information, evaluation or clarification of data is applicable. The reported event is anticipated in nature and severity for binaxnow covid-19 ag card and captured within the product's risk management file. No additional action is necessary.

Event description:
The customer reported accidentally getting the binaxnow covid-19 ag extraction reagent in their eye. No further information, including event details, treatment and outcome, was provided. Attempts to gain further information were unsuccessful. Due to the reagent ingredients and sensitive nature of the eye, medical opinion determined this event shall be reportable.